Event description:
The clinician reports, that the implant was inserted (B)(6) 2008 in ada 3 of the patient's mouth. On 2018-10-19, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, peri-implantitis, pain, mobility, bleeding, abscess and inflammation. No further patient complications were reported.